Manufacturer narrative:
The device was returned and is pending evaluation and investigation. The cause of the reported event cannot be determined at this time.

Event description:
The service center was informed that upon receipt, an turret error was observed and the unit¿s lamp would not light. There was no patient involvement as this was an out of box error.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation and the device evaluation. The device was returned to the service center for evaluation. The turret was found misalign and makes unusual noise and olympus lamp (lamp life read 0hrs). The rest other functionality test pass. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The unit was delivered to the customer¿s site on march 1, 2021. The legal manufacturer provided the following possible causes for the reported event are presumed as follows: although the cause cannot be identified because the product was not returned, it is likely that the part inside the light source (turret unit) was damaged due to a large impact (e.g., the device was dropped) when the device was transported or the device was placed, because production records (dhrs) met the shipment criteria and the event was confirmed when the device was placed. The legal manufacturer confirmed of entries in the instructions for use clv-190 instructions for use (important information ¿ please read before use) as follows, which may have prevented indication phenomenon. Do not apply excessive force to the light source and/or other instruments connected. Otherwise, damage and/or malfunction can occur. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.